Event description:
It was reported that there are exposed wires on the power cord of the unit. This event occurred during a field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician replaced the power cord and returned the unit to service.